Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, a myocardial infarction (mi) occurred. In (B)(6) 2010, the patient presented with non-st elevation mi, and cardiac catheterization was recommended. The 11mm x 3.2mm, 95% stenosed, de novo target lesion was located in the proximal left anterior descending (lad) artery. The target lesion was treated with pre-dilatation and placement of a 3.00 x 16 mm taxus liberte stent. Following post dilatation the residual stenosis was 0%. The next day, the patient developed paroxysmal atrial fibrillation which was treated with anticoagulation and electrical cardioversion without success. The patient spontaneously converted to sinus rhythm and was then treated medically. The patient was discharged the next day on aspirin and either prasugrel or plavix. In (B)(6) 2011, the patient presented with acute chest pain at rest associated with dyspnea, diaphoresis and mild nausea. The patient was noncompliant with antiplatelet medication and it was unknown if the patient was taking any antiplatelet medication at the time of the event. The last dose of study medication was thought to be in 2010. An electrocardiogram was performed and revealed possible acute anteroseptal infarct with lateral injury pattern. A laboratory investigation revealed elevated cardiac enzymes and the patient was diagnosed with non q-wave mi. The patient was treated with antiplatelet medications and left the hospital the next day against medical advice.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).